Manufacturer narrative:
(B)(4). Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvederm® voluma¿ with lidocaine in the nasolabial folds]and labiomental. Approximately 5 months later, patient experienced increase in volume has been appearing at the site and hcp believed can be an etip [persistent intermittent transient edema]. Patient also experienced late formation of visible and palpable hard nodules. Ultrasound performed noted "slightly hypoechogenic, heterogeneous, solid material located in both nasolabial folds between the muscular aponeuroses and adjacent to the labial rhyme, with a nodular appearance, on the left measuring approximately 2.6 x 1.8 x 0.7 cm on the right measuring 2.1 x 2.0 x 0.7 cm poorly delimited, with predominantly peripheral vascularization. There are no associated collections. There are similar findings along the right nasal ala measuring 0.8 x 0.4 cm. Visible fasciae of regular appearance, without signs of discontinuity or thickening. Underlying myotendinous structures visualized with normal fibrillar thickness and echogenicity. Visible bone and joint surfaces with a regular appearance. There is no evidence of liquid collections or other detectable changes to the method. Opinion: poorly delimited heterogeneous material in the nasolabial folds in the oral region with characteristics of granulomas." Biopsy was not provided. Planned treatment noted as oral corticosteroid and oral antibiotic but it has not started. Symptom ongoing.